Event description:
A caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support to reset the pump, and after doing so, the error did not recur, allowing them to successfully start their sensor session.